Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported telemetry could not be established with the device and magnet rate could not be obtained. The device was explanted and replaced with a competitor device. No patient complications have been reported as a result of this event.